Event description:
It was reported that during a ptca treatment procedure the maverick monorial balloon ruptuted at 6 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in a slightly tortuous proximal lad coronary artery. The maverick monorial balloon catheter was removed and replaced with another maverick monorial balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.